Event description:
It was reported that during the procedure in the 90% stenosed mildly calcified right coronary artery, for treatment of a de novo lesion, pre-dilatation was successfully performed at 14 atmospheres using a 3.5x15 rx trek balloon. Following dilatation, a non-abbott stent was deployed. Post-dilatation was performed using the same rx trek balloon. During the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The dilatation catheter was removed from the anatomy without resistance and a non-abbott balloon was used successfully to complete post dilatation. There was no adverse patient effect and no reported significant clinical delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: choice pt. Guide cath: heartrail 2 5f ir1.5. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a stent implant, or insufficient preparation prior to use or from interactions with other devices. As there was no report of any leaks noted during preparation for use and the catheter was initially pressurized twice without incident, this indicates that the balloon was not damaged prior to the procedure. Additionally, the lesion was mildly calcified and 90% stenosed, which may have contributed to the reported difficulty. It was noted that the balloon was initially soaked prior to use and prepared outside of the body per the instructions for use. There was also no resistance noted during advancement and removal of the device. As the product was discarded by the account, the product was not returned for analysis and may have further assisted the investigation. However, it is likely that the balloon material became damaged (scratched) from interactions with other devices, the stent implant and/or the calcified lesion such that upon a third inflation attempt, the balloon ruptured. A review of the finished product lot history record did not reveal any nonconforming material records that could have contributed to the incident. Additionally, a query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. Based on the investigation, there is no indication of a product quality deficiency.